Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device was not recognizing that a patient was connected. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay to therapy was noted. The biomedical engineer customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the flow readings were off. Testing found that the flow sensor was not reading correctly for o2 or air. It was determined that the flow sensor failure caused the unit to not pick up patient connection. Flow was set to 30 slpm (standard liter per minute), reading on the unit was 30 slpm. Output on the certifier read 230 slpm. The sensor has over 50490 operational hours. It has been determined that replacing the flow sensor will resolve the issue. The part has not been received at this time to complete device repair.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the flow sensor assembly being on back order at this time. The material has already been requested and an order for the part was placed to conduct the repair of this unit. The material ordered flow sensor assembly aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be completed. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.